Manufacturer narrative:
An event of arrhythmia was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pulseless electrical activity was procedure related.

Event description:
During a ventricular tachycardia procedure, pulseless electrical activity (pea) occurred. After completing one lesion, the patient had pulseless electrical activity. A cardiac massage was done to stabilize the patient. Echography was performed and did not identify an effusion. Extracorporeal membrane oxygenation was conducted and the electrical activity was restored. The patient is in stable condition. There were no performance issues with any abbott device. The physician alleged the pea may have been due to the patient's pre-existing heart condition.